Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high and that the screen was blank on the insulin pump. The blood glucose reading was 500 mg/dl. The customer reported dust on the battery cap. The customer reported that the insulin pump had not been dropped or bumped but was worn under clothes in a dish room. The contacts on the battery cap were not damaged or corroded. The customer was advised to insert a new battery and reported that the display returned. The customer stated that the battery had two bars on it before the screen had gone blank. The customer was advised to clean the dust off of the battery cap with a mild detergent.